Manufacturer narrative:
Philips service replaced the defective hard disk spare part and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that defective image disks caused black images and exposure delay on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.